Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted but not used during the implant procedure. The ICD exhibited sensing difficulty and did not measure proper p and r wave amplitude. The device was removed and replaced successfully with another ICD. No patient complications have been reported as a result of this event.